Event description:
It was reported that the health care professional (hcp) wanted a review of reports as the patient with this right atrial (ra) lead fell. Technical services (ts) reviewed the reports and noted that there were no episodes that aligned with the time that the patient fell. Ts also noted that they were unable to confirm capture on this lead. Ts advised further evaluation. The lead remains in use. No adverse patient effects were reported.